Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states when the plug was removed from wall socket the ground pin remained in socket. There was no negative outcome due to this incident. The power cord was replaced and device returned to operation.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.